Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their cycler during step 9 of their pd end treatment. It is unknown at which point in therapy the leak may have begun. The patient reported receiving an air detected in cassette alarm during an unknown phase and cycle of treatment. The cause of the leak is unknown. The prior to the leak. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
Additional information: d9. H3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. A post-accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their cycler during step 9 of their pd end treatment. It is unknown at which point in therapy the leak may have begun. The patient reported receiving an air detected in cassette alarm during an unknown phase and cycle of treatment. The cause of the leak is unknown. The prior to the leak. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date has not been provided.